Event description:
Fracture of femoral stem in a left total hip arthroplasty; the placement occurred 10 years earlier on (B)(6) 2006. The pt reported developing pain; when he arrived to the emergency department, he reported falling for no reason and being unable to bear weight on the left hip. He had to be removed from his vehicle.